Manufacturer narrative:
(B)(4). Date sent: 03/19/2020. D4: batch # r59f6f. Per photographic evaluation: upon visual inspection of one photo, the following was observed: the photo shows a white reload from top view with all drivers up (fully fired). Based on the photo alone the event describe cannot be confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Device analysis: the analysis results showed that one vasecr35 cartridge reload was received. The reload was received with no apparent damage and fully fired. As the returned reload was received fully fired, no functional test could be performed due to the condition of the reload. Event described could not be confirmed as the cartridge was received fully fired. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a vats lobectomy, on the right upper lobe, during firing of the third reload, compression and stapling, the knife didn't entirely return in the device and therefore the jaws didn't open. Fortunately, two consultants were present and notified the surgeon to use the ¿reverse¿ button. The button was used, and the knife returned safely in the device. The operation was continued. There were no patient consequences reported.